Manufacturer narrative:
(B)(4).

Event description:
The evercross balloon ruptured at 4atms while inflating within a stent. A fortrex balloon was then successfully used to complete the procedure. No injury to the patient reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.